Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when using a ventilator to provide oxygen to a patient, the entire hospital experienced a power outage due to the power bureau, causing the ventilator system to indicate unstable voltage. However, the ventilator's built-in power supply was able to provide oxygen to the patient normally. No health consequences or impact.